Manufacturer narrative:
(B)(4). The inpen does not pair with commercial mobile app. The screw was not bent, advanced when dosage knob was pressed dialing a dosage and retracted appropriately. No resistance was observed when dosing without a cartridge installed. The screw advanced every time 30.0 units was dialed and dosed until the screw reached max extension. Inpen dose button was removed and electronic stack, encoder assembly and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No visible anomaly was noted under the scope. Inpen was cut open and the flex circuit contacts and encoder contact pcba corroded. It was determined the pairing / no communication anomaly was caused by the ingress of water corroding the flex circuit contacts and encoder contact pcba.

Event description:
Information received by medtronic indicated that the insulin pen was not pairing with the application. Customer stated doses were not transferring to the application. Customer tried and it would still not pair. No harm requiring medical intervention was reported. The insulin pen was returned for analysis.